Manufacturer narrative:
An investigation has been initiated and is on-going. A follow-up report will be submitted upon the completion of the investigation. (B)(4).

Event description:
A customer from the united states reported that their he 600 system experienced fluid overflow in the middle staining module and fluid was seen coming out from where the cartridges load for the coverslip module. No alleged harm or injury.

Manufacturer narrative:
Roche has confirmed complaints regarding fluid leaks within the middle stainer module of the ventana he 600 that likely resulted in electrical shorts at the plate heater connections that then escalated into fires. In the cases, the fire originated from the middle stainer modules at the backside of the connectors for the plate heaters. A third party fire analysis investigation was conducted for the cases and a CAPA has been initiated. Because the fire and any associated smoke could extend beyond the instrument, there is a risk of injury, potentially serious, from smoke inhalation and/or direct contact with the fire itself. Routine fire/smoke safety and evacuation procedures mitigate the risk of injury. Additionally, given the ability to retest the patient sample, the probability that this failure mode would result in adverse health consequences for patients is estimated as very low. No injuries have been reported to date. Consignees have been notified to not leave the instrument unattended when the power is on. Consignees were also instructed not to place the system in standby mode overnight when unattended until further mitigation actions have been implemented and to please turn off the power of the instrument when it is unattended. A stainer temperature monitoring update will be implemented and plate heater connectors will be coated with liquid electrical tape (let). These actions mitigate the risk by monitoring the temperature and by protecting the sources from leaks and subsequently a short circuit, which would prevent the possibility of heat generation. Both stainer temperature monitoring and liquid electrical tape updates are already implemented in the field in the us. An additional software update (v1.10.2 software release) to turn off the power to the stainer was made available on 14-oct-2022 and is scheduled to be installed on all instruments in the field by 14-oct-2023. This feature powers off the stainer whenever an excessive heater temperature is detected by the system. Component code as well as the eval result and conclusion codes were added.